Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in the ER due to a blood glucose near 700 mg/dl. The patient thought she had food poisoning but she was suffering from diabetic ketoacidosis. The patient was treated via manual insulin injection, insulin drip, and other medications such as heart burn medicine. During troubleshooting the customer discovered that her infusion set cannula was bent. The customer was advised on proper infusion set insertion and usage protocol. The customer was advised to change their infusion set. The insulin pump was not returned for analysis.